Manufacturer narrative:
(B)(4). Eval, results: (arterial/vessel occlusion), (chronic arteriopathy). Eval, conclusion: (chronic arteriopathy).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm three months ago. Vessel morphology was reported as bilateral iliacs were mildly tortuous. It was reported that the pt presented two months post index procedure with right leg pain. An ultrasonography showed thrombosis in the external iliac and common femoral due to chronic arteriopathy with secondary extension to right side of the stent graft. The pt had a femoral-femoral bypass and recovered. The investigator assessment states that the event is not related to the device however it was related to the procedure. No add'l clinical sequelae were reported and the pt is fine.